Manufacturer narrative:
The customer did not provide patient demographics such as: exact date of birth or weight. The accutni+3 lot number was not provided by the customer; therefore neither an expiration date nor a unique identifier number (UDI) could be determined. The accutni+3 lot number was not provided by the customer; therefore a device manufacture date could not be determined. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance and did not identify and contributing hardware issues. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information.

Event description:
The customer obtained a non-reproducible, false low troponin I (access accutni+3) result involving the unicel dxi 600 access immunoassay system serial number (B)(4) for one (1) patient. The sample was repeated two additional times on the same unicel dxi 600 access immunoassay system and elevated results, above the assay's normal reference range, were obtained. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 result. System information such as quality control (qc), calibration, and system check were not provided by the customer. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.